Event description:
We received an allegation of a faded screen display on a coaguchek xs meter. It was reported that the meter's display was frozen. It was confirmed that the power button was not being held down. The reporter stated that 88.8 was being displayed on the screen but the numbers are faded and the meter is only displaying half of the screen. The reporter also confirmed that there was no corrosion in the battery compartment and there was no contamination under the strip guide.

Manufacturer narrative:
The meter was requested for investigation.